Manufacturer narrative:
The device investigation was completed on december 11, 2014. Eval summary: inomax dsir# (B)(4) was returned to the MFR for service investigation. Regional service center (rsc) service log review reveals a delivery failure (df) alarm with backlight current below minimum, minimum is 800 counts and actual value was 615 count. Rsc investigation and experienced the reported complaint of a blank display at boot up. Rsc replaced the touchscreen/display. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. The root cause for this incident was display-backlight failure. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023). Case comment: december 17, 2014, this device case did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Event description:
Backlight failure [device issue]. No incident report was filed [no adverse event]. Case description: on (B)(6) 2014, a respiratory therapist (rt) in the united states called ikaria to report second hand that the screen on inomax dsir# (B)(4) went blank. The rt was not sure if the device was in use on a pt at the time of the device issue, but stated that it was unlikely as an incident report had not been filed. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service investigation. Investigation results were received on december 11, 2014. Device issue with inomax # (B)(4).